Event description:
It was reported that a user experienced intermittent dexcom g7 continuous glucose monitoring signal loss to the ilet, with gaps in readings lasting approximately 1 to 2 hours, while the sensor itself intermittently displayed values and the user was in range during the call. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status, no need for medical intervention, and no hospitalization. Investigation included technical support review of reported data and user education, followed by referral to the cgm manufacturer for further support. Investigation of this case revealed intermittent loss of communication between the cgm transmitter and the ilet, consistent with a transmitter-to-receiver communication issue. It was concluded that the event was attributable to cgm signal loss to the ilet, with no patient injury reported and continued monitoring advised.